Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level was 534mg/dl. The customer was assisted with priming the device. The customer treated the highs with manual injections. It was noted that the pump had not been programed yet. The customer declined to troubleshoot for the highs. The customer was advised to monitor the device and call back if issues persist.